Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of judtf117 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the lumens do not connect; therefore, the tubing is not open to allow flow. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded extension tube was confirmed and the cause was manufacturing-related. The product returned for evaluation was one statlock 8¿ extension tube. The sample was received in its original opened packaging and appeared free of usage residues. An attempt to flush the extension tube with water using a 12ml syringe revealed the tube to be fully occluded. The occlusion appeared to be located at the proximal luer/tubing joint. Microscopic inspection of the joint revealed occluding material consistent with the adhesive used to bond the two components during device manufacture. It appeared that construction adhesive was deposited in the fluid path during device assembly, resulting in complete tubing occlusion. A lot history review (lhr) of judtf117 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the lumens do not connect; therefore, the tubing is not open to allow flow. No other information was provided.